Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: arthrodesis lumbar levels: l4-l5 it was reported that on an unknown date, post-op, the screws broke. Patient reported back pain due to the event. The screws were explanted in the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The broken implants were extracted and new ones were placed in the revision surgery.